Event description:
It was reported that the lead had migrated and was going to be revised. The date of the migration was unknown. It was further reported that an xray confirmed the lead migration. During surgery, it was found that the anchors were intact but the sutures had broken. The leads were replaced and the patient was getting good therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 97792, lot# n390181, implanted: (B)(6) 2013, product type: accessory.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97792, lot# n390181, implanted: (B)(6) 2013, product type: accessory; product ID neu_unknown, serial# anchor, product type: unknown. (B)(4).